Event description:
The customer reported error E226 and no image during maintenance involving an Olympus video system center. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.Date of event is unknown. Additional information will be provided once available.